Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/modem would not light up. When a patient service representative (psr) visited the patient to troubleshoot, the psr reported that the charger was restarting itself. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not light up / restarting) was confirmed. Upon evaluation, q1 transistor was shorted on the bedside board. The cause of the resets and inability to power on properly is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the shorted transistor. The patient received a replacement charger/modem.